Event description:
Patient had laparoscopic gastric banding done last year. The gastric band would not inflate. The patient returned to the or this year for laparoscopic gastric banding revision. When the band that was first implanted was removed, it was tested on the surgical field and found to be leaking. The band was replaced by another band made by the same manufacturer.